Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the keypad button of insulin pump was unresponsive. Customer stated that the insulin pump had an unexplained no delivery alarm and rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Software version 4.11c. Retainer ring black. Customer returned device for an alleged no delivery alarm or insulin flow blocked alarm, failed battery test or battery failed alert, keypad anomaly and rewind anomaly found on jan 20, 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was monitored for several hours, and no unexpected rewind anomaly noted during the testing. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Here was ¿no¿ no delivery alarm or insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm or insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 09:16:36.000, (B)(6) 2022 10:56:56.000, (B)(6) 2022 17:59:10.000 and (B)(6) 2022 20:09:08.000 during bolus delivery. As per checking the formatted history file, the device had a low reservoir alert on: (B)(6) 2022 15:12:00.000. The user clears the alarm and performs rewind on the device on: (B)(6) 2022 15:42:38.000. The user fills the tubing or cannula on: (B)(6) 2022 15:43:59.000 and (B)(6) 2022 15:46:00.000. The user selects resume delivery on: (B)(6) 2022 15:46:00.000. No unexpected device rewind noted in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specific range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed battery test or battery failed alert recorded in the formatted history file for the event date. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. The connector on electrical board was locked properly during visual inspection. Force sensor zero offset within specification (22.9 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. No delivery alarm or insulin flow blocked alarm, failed battery test or battery failed alert, keypad anomaly and rewind anomaly were not confirmed.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.